Manufacturer narrative:
The unit failed to alert occlusion due to the transducer calibration being out of specification. There was contamination in the plunger holder that would have contributed to the transducer being out of calibration. Medex was able to confirm the issue and determine a cause. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report. Medex recognizes that this report is not being submitted within the required time frame as outlined in the regulation. The MDR reporting deadline based upon the date the information was received was 09/22/2004. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur.

Event description:
The reporter stated that there was no occlusion alert. There was no injury or treatment reported with this event.